Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. It is reasonable to assume that these scratches resulted from a surgery tool. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed confirming the clinical observation. The device switched to the battery status eri on (B)(4)2014. After a manuel correction of the invalid memory content, the battery status was found to be "ok". The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Further analysis showed that the eri was triggered due to an invalid memory content. In summary, the device is fully functional. The pacemaker was found in ¿eri¿ due to an invalid memory content. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - the battery status is eri after 2 years of pacing. This is all of the information that was provided to us. Should additional information become available, this event will be updated.